Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist observed an error message: "calibrate o2 analyzer" on the electronic pt gas system (epgs). The perfusionist had successfully performed calibration prior to cpb. The device was not changed out, as they continued to use unit, the gas blender still operating correctly. They used blood gases to get accurate readings. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed by the field service rep (fsr). The fsr checked the user facility's air and gas pressures and found them to be with specifications. The fsr was able to perform a successful epgs oxygen (o2) calibration and release test of the system. The fsr installed a new o2 sensor as a precaution and performed successful epgs calibration and release test. The unit operated to MFR specifications and was returned to clinical use. The suspect sensor was returned to the MFR for further eval. Laboratory eval could not confirm this complaint. The suspect o2 sensor was installed into a laboratory tested epgs, the epgs calibrated, the system stayed in calibration and the o2 sensor was within MFR specifications. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.